Manufacturer narrative:
One (1) certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was worn about the body and threaded region tip. The drive feature is worn but functional. Therefore the complaint could not be verified. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated.

Manufacturer narrative:
Device lot number not provided/unknown.

Event description:
The doctor reported that they were patient was presented with a loose iunihg abutment screw and does not retain the abutment. Tooth # 4. No further consequences to the patient.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2017-00235 on (B)(6) 2017 no longer meets reportability criteria based on additional information provided by the customer. This case is related to a non-integration/loss of integration event. On (B)(6) 2017, the customer clarified that they were unaware that the abutment screwsneeded to be returned in conjunction with the implant involved in the ni/li event for warranty. There is no reported issue with the abutment screw. This is not a complaint.